Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. Subsequently, correspondence was received from the user facility stating event was considered not reportable. The following user facility info is available. Evaluation of fracture surface determined bending fatigue overload mode of fracture on returned device.

Event description:
It was reported that pt underwent total knee arthroplasty in 2007. During procedure, it was reported that tip of two reamers broke off during use. Fractured portion of these instruments were retrieved.